Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery for the left eye, foreign material (rust) was found inside the patient¿s eye. Additional surgery was performed to remove the foreign material from the patient¿s eye, and there was no patient impact.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial (under investigation), with the same event code. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The irrigation and aspiration lines of the handpiece were flushed for foreign material testing. The collected debris was isolated and microscopically and found to contain a metallic particle approximately 40 ¿m in length. The analysis of the metallic particle found the best match to be iron. The analysis of the metallic particle identified elements including carbon, oxygen, aluminum, silicon, phosphorous, sulfur, chlorine, and iron. The presence of these elements along with the visual characteristics suggests the particle is likely made of iron. However, the exact origin of the particles are inconclusive. It should be mentioned that the customer confirmed ¿that the handpiece (hp) was not examined for particulate material previous to the surgical case.¿ the root cause of the reported ¿particulates¿ may be attributed to cleaning and sterilization. The array of particulates observed were inconsistent with materials used in manufacturing of the hp. Therefore, based on the information obtained, the root cause of the reported particulates remains inconclusive. There is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).